Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer spouse reported via phone call that his wife is having trouble with the sensors. The customer¿s blood glucose level was 400 mg/dl. Caller declined further troubleshoot. The insulin pump will not be returned for analysis.